Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there was vibration before the blade broke. It was further reported that there were no medical intervention and the procedure was completed successfully. No adverse consequences were reported as a result of this event. A delay of unknown length was reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no medical intervention and the procedure was completed successfully. No adverse consequences were reported as a result of this event. A delay of unknown length was reported.